Manufacturer narrative:
The device was used for treatment, not diagnosis. This report is for unknown axon screws/unknown quantity/unknown lot. Bleeding, neurologic and vascular events. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kraus, m., et al (2015). Computer-aided surgery does not increase the accuracy of dorsal pedicle screw placement in the thoracic and lumbar spine: a retrospective analysis of 2,003 pedicle screws in a level I trauma center. Global spine journal, 5, 93-101. (Germany) this was a retrospective analysis of a prospective database at a level I trauma center concerning pedicle screw placement to assess the placement accuracy and potentially influencing factors of three-dimensionally computer-navigated versus traditionally placed for dorsal spinal stabilizations. The cases spanned a 5.5-year study period (january 1, 2005 to june 30, 2010). The perforations of the pedicle were differentiated in three grades based on the postoperative computed tomography. Patient age ranged from 16 years to 89 years. In the conventional group, 250 patients received a total of 1,069 screws, and 934 pedicle screws were inserted with 3d navigation. During the study period, the universal spine system (uss) was used in both the groups. The overall placement accuracy was 86% in the conventional group versus 79% in the computer-navigated group (grade 0). The computer-navigated procedures were superior in the lumbar spine and the conventional procedures were superior in the thoracic spine, but both failed to be of statistical significance. The only significant influence was the spinal segment: the higher the spinal level where the fusion was performed, the more likely the screw was displaced. Complications included: wound healing disorder, deep infection, bleeding, neurological and vascular events. The computer-navigated and conventional methods were both deemed to be safe procedures to place transpedicular screws at the traumatized thoracic and lumbar spine. At the moment, three-dimensionally based navigation does not significantly increase the placement accuracy. This report is for unknown uss. This report is for an unknown number of uss devices. This is report 2 of 2 for (B)(4).